Event description:
Blood was being administered to the pt. The infusion pump began beeping "air" [in the line]. Blood was noted to be running down the tubing and into the pump chamber. The chamber was opened and revealed blood running down the outside of the tubing and into the pump. Nothing found to be wrong with the pump which was cleaned and returned to service.